Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. This occurred when monitoring the patient. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, but was unsuccessful.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. This occurred when monitoring the patient. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, but was unsuccessful.

Manufacturer narrative:
Corrected information: event date of the initial medwatch report indicates (B)(6) 2018. Event date of the initial medwatch report should indicate (B)(6) 2018. Follow-up information: the device was not evaluated by physio-control. A third-party service agent downloaded the electronic device data. The reported issue was verified through a review of the data. The service agent evaluated the device and was unable to reproduce the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.